Event description:
N/a.

Manufacturer narrative:
An event of atrioventricular block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the reported atrioventricular block could not be conclusively determined. The reported surgical intervention a result of case-specific circumstances as a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. It should be noted that per the instruction for use (IFU), "implantation precautions: to minimize likelihood of permanent pacemaker implantation (ppi): a) maintain implant depth of 3 mm (implant depth of <3mm could increase risk of embolization), b) maintain an implant depth at the non-coronary cusp less than the membranous septum length, and c) limit manipulations across the lvot."

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Clinical information: (B)(6) - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting levels were 380-111s and heparin was given. A pre-implant balloon valvuloplasty (bav) was done with a 26mm non-abbott balloon. The valve was fully re-sheathed one time due to the implant depth was too high. The valve was implanted. After the valve implant, the patient had a total atrioventricular block (av block) and a temporary pacemaker was placed. On (B)(6) 2025, a permanent pacemaker was implanted. The patient was reported discharged on (B)(6) 2025.